Manufacturer narrative:
(B)(4).

Event description:
The customer alleged an event of suspected positive biological incidator (bi). No injuries were reported from the unrecalled load. It was reported that the customer incubated another sterrad cyclesure 24 biological indicator (bi) to confirm the positive results per the IFU, and the outcome has not been provided.

Manufacturer narrative:
Evaluated by MFR: complaint summary: the customer reported a suspected positive biological indicator (bi) for cyclesure (pc 14324), lot 30791z after 24 hour incubation. Bi worksheet summary: the sterrad cycle completed successfully with the injection pressures of 9.14 and 9.44 torr. The injection pressures are within the specified range for the sterrad 100s system. The incubation temperature was set to the required specifications. The chemical indicator changed color as desired indicating exposure to hydrogen peroxide. The subsequent processed bi was negative. The contents of the load were reviewed and appear to be compatible with the sterrad systems. The load contents in the sterilization cycle were not recalled. However, there were no reports of injuries associated with the unrecalled items. It was additionally reported that the customer stopped the use of the sterrad after this event. However, a second bi was run after the event, as the result was negative, the use of the equipment was resumed. The affiliate was not able to confirm if the load or handling of the bi by customer could have contributed to the reported positive bi result. Complaint trending results: a review of the complaint history for cyclesure bi, lot 30791z, revealed no other similar reported complaint. An overall review of the complaint history for cyclesure bi with a similar problem code of "suspected positive bi" does not indicate a significant trend in complaints over the past 12 months (B)(6). Within the past 6 months (B)(6), this bi lot 30791z, per account history, did not reveal a significant trend for this issue. Within the past 6 months (B)(6), this unit with sn (B)(4), per account history, did not reveal a significant trend for this issue. Service and complaint history review: there was no service record performed addressing a positive bi at the time of the event. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer. Concomitant prod evaluation: there was no report of sterilizer malfunction during the cycle of which the reported bi was used and, therefore, it is unlikely that the positive bi result was attributed by the sterrad sterilizer. RMA/retain evaluation: visual analysis was performed of the received product (1 processed bi lot 30791z, exp 03/2011). The cap was depressed and the ci was gold in color. The vial was crushed and the spore disc was present. The bi had one intact tyvek liner. There was no remaining media in the vial. Retain testing of the same lot number, 30791z, resulted in no positive bis and met specifications. Therefore, the reported failure mode could not be confirmed. Related documentation review: an assessment of the cyclesure bi failure mode and effects analysis revealed a low-safety risk to the user. (B)(4). DHR review: the device history record for this lot 30791z was reviewed and found to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. Assignable cause analysis: the sterrad sterilization process was validated using the overkill methodology (inactivation of high numbers of highly resistant spores) with a wide variety of hospital loads. A significant loss of process efficacy is unlikely in cycles that meet completion requirements of the control system and the chemical indicator (ci). The pre-sterilization bioburden is known to be both relatively low in number and relatively sensitive to sterilization, particularly common pathogens. It would be highly unlikely for this type of microbial population to survive such a sterilization process and if low number of surviving microorganisms were to be present, their low number and likely non-pathogenic nature would not typically lead to an infection. Therefore, it is extremely unlikely that the load from a successfully completed process would result in patient infection. Based on the information, a definite root cause could not be confirmed as thorough investigation could not reproduce the reported issue of a positive bi result. There were no problems found with the retain samples from the reported lot. Asp will continue to track and trend.

Manufacturer narrative:
(B)(4). Suspected positive bi.